Manufacturer narrative:
Date sent to the FDA: 02/24/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent an abdominal wound exploration, debridement and primary closure of a non-healing abdominal wound on (B)(6) 2011. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿extensive adhesions to the prior mesh, which were taken down.¿ it was reported that the patient experienced severe pain, adhesions, long-term infection, abscess, long term wound care, inflammation, scarring, anxiety and stress. No additional information is provided.